Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 for high blood glucose over 500 mg/dl. Customer also reported having high blood glucose for the past month, reaching over 600 mg/dl. The customer reported having chest pains from their high blood glucose. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with an IV of fluids. The customer also reported the insulin pump was not giving any alarms and delivering insulin. The customer's current blood glucose was 316 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction.  The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No audio, vibrate anomaly or absence of alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.